Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2017-00084.

Event description:
It was reported that a rod slipped post-operatively because the locking mechanism was not strong enough to hold the rod in place. The devices remain implanted and there are no plans for a revision surgery at this time. This is report one of two for this event.